Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) on (B)(6) 2015 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, UDI no, expiry date), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) on 25-sep-2015 and 16-oct-2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with periumbilical incision hernia thereby underwent laparoscopic repair with implant of ventralex st mesh (device 1). Per operative notes, ¿an incision was made in the left upper quadrant, and the abdominal cavity was inflated. The hernia sac was dissected out. A ventralex st mesh (device 1) was placed into the umbilicus and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with incisional periumbilical hernia recurrence; pain thereby underwent open repair with implant of ventralex st mesh (device 2). Per operative notes, ¿a vertical incision was made at periumbilical area. The hernia sac was dissected out. Old (device 1) was lateral to left of umbilicus and totally incorporated into abdominal wall. A ventralex st mesh (device 2) was placed into the defect and closed the defect with sutures.¿